Manufacturer narrative:
The referenced pump exchange due to pump thrombosis on (B)(6) 2015 was reported under medwatch MFR # 2916596-2015-01301. (B)(4). Approximate age of device ¿ 6 months. The explanted device is expected to be returned for evaluation. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device on (B)(6) 2014. On (B)(6) 2015, the patient underwent a pump exchange due to pump thrombosis. Starting at an unspecified time after the pump exchange, it was reported that the patient experienced periodic increases in pump powers on several occasions. The pump power would reportedly return to normal, but would be elevated again within a week's time. Initially, the patient's lactate dehydrogenase (ldh) levels reportedly did not increase and there were no signs of hemolysis. The patient was diagnosed with pneumonia on (B)(6) 2015 and received antibiotic therapy. The elevated pump powers continued despite the patient being treated for the infection. The patient's condition worsened and the ldh levels and pump powers stayed elevated without any decrease. The patient was treated several times with IV heparin therapy and tpa (tissue plasminogen activator) therapy. The patient was listed for an urgent transplant and was transferred from an outlying hospital to a transplant center where the patient received a heart transplant on (B)(6) 2015. The patient was reported to be stable post-transplant. The explanted pump is expected to be returned for evaluation. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed thrombus in the device that may have contributed to the reported elevated lactate dehydrogenase (ldh) level and elevated pump power. Examination of the interior of the outflow elbow revealed a thin deposition of fixed biological material around the distal end at the pump interface. Although a specific cause for its development and the duration in which it was present in the pump could not be conclusively determined, the deposition did not appear to have significantly occluded the blood flow path. The outlet stator was occluded with a hard, strongly adhered, tissue-like deposition which appeared to have been altered by the application of a fixative agent. As a result of the alteration, the original characteristics of the deposition could not be conclusively determined. Although the deposition did not appear to have originated in this location, evidence of contact marks on the outlet portion of the rotor suggest that the deposition may have been present for an undetermined amount of time while the pump was operating. If the observed deposition was present during support, it would have potentially contributed to the reported elevated ldh and elevated pump power. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.